Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege the bilateral patient suffers from cobalt and/or chromium poisoning and constant pain in the hip. Update 07/14/2011 plaintiff's preliminary disclosure (ppd) form and implant stickers received. Ppd and stickers attached to file. There is no new information that would change the outcome of the investigation. Updated 03/16/2016 der received. Patient was revised (B)(6) 2016 for an unknown reason. There is no new information that would change the existing MDR decision. Complaint was updated 03/31/2016. Update - 9/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported hemosiderin staining of tissue, minor corrosion about the trunnion, and significant amount of scar tissue. Adding stem/sleeve. The complaint was updated on: 10/20/2016.